Manufacturer narrative:
No data analysis was performed because patient was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." Patient has hypercoagulopathy and was recently hospitalized for surgery. Patient's current health and medication may affect coagulation test and contribute to unexpected inr or errors in testing. Previous investigation of strip lot 237433 from a previous case met precision criteria. No further investigation is required. As of (B)(6) 2011, 21 discrepant results complaint was reported for lot # 237433 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (0.07%), no further action is required at this time. No corrective action required at this time as no product deficiency was established. Retain strips: l/n 237433. Comparative sample testing performed on returned product with results as detailed below. Percent cv for first donor calculated at 9.11%. Percent cv for second donor calculated at 5.00. Since % cv for both donors falls below precision threshold of 20%, no further action is required.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.2, retest inratio: 1.7. Retest was performed within 5 minutes of first test. Patient is on a higher than normal coumadin dose and is currently bridging lovenox to coumadin therapy. Patient's target therapeutic range is 2.5-3.5.